Event description:
In 2006, a pt underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. A contralateral leg component, on the pt's right side, was unintentionally deployed partially inside the trunk-ipsilateral leg component and partially proximal to it. This placed the contralateral leg component in the region of both renal arteries, the superior mesenteric artery and the celiac trunk. However, all arteries remained patent. The pt was converted to an open repair but, due to the heavily calcified neck and porcelain nature of the native aorta, the contralateral leg component was left in place. To finally exclude the aneurysm, two iliac extender components were successfully deployed endovascularly on the pt's right side. The pt tolerated these events. The next day a CT angiogram demonstrated the left side of the trunk-ipsilateral leg component had occluded. A femorofemoral bypass procedure was successfully performed. A post operative study demonstrated a new onset proximal type I endoleak. At this time the physician has decided to take a wait and watch approach as the pt is recovering well and remains asymtomatic from any events related to the aneurysm repair.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.